Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between the reported bleeding and heartmate 3 lvas could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas and no additional complaints have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient was having nose bleed every morning for 2 months. Patient was admitted on (B)(6) 2019. It was reported that no diagnosis was performed. It was not related to any physiological reason and the cause of nose bleed was unknown. No treatment was provided for the nose bleed or drop in hemoglobin. The nose bleed resolved with pressure and time at home. No further information was provided.